Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level between 361-461 mg/dl. Reportedly, the cartridge set had been in use for more than 72 hours with novolog insulin as well as cold insulin. Tandem technical support educated the customer on insulin labeling. Reportedly, due to the elevated bg, the customer required assistance changing out supplies. Customer administered a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.